Manufacturer narrative:
H3, h6: the manufacturing representative (rep) visited the site to test the imaging system. The digital drive board was replaced to resolve the auto-drive issue, and the power conversion unit was replaced to prevent the 96v from dropping out. System checkout was completed, and the system was confirmed to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000462 , serial/lot #: -, ubd: , UDI#:, product ID:bi71000221, serial/lot #: -, ubd: , UDI#:, product ID:bi71000860r, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when driving the system, the system continued to carry forward after releasing the drive handle (drive not stopping). There was no patient involvement. 2026-may-06 interface details updated (rep): additional information received "a similar drive issue. Site reported that the left side of the handle appeared to be depressed, and the cart jerked when moving it".

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.